Event description:
When the pt was undergoing pelvic angiogram procedure, the micro puncture introducer sheath tore and part was left inside the pt. Doctor and staff retrieved the torn part which was sent to the lab.